Event description:
Tip of suretac broke off inside patient. Retrieved top portion, but the bottom was inserted and not removed. Not sure if the drill and guide were used. Case continued with another suretac without further incident.

Manufacturer narrative:
Device has not been returned for evaluation. Lot number provided cannot be verified therefore, the age and date of manufacture cannot be confirmed.